Event description:
It was reported that a band was explanted due to leak from band capsule. This was detected via xray. Patient started regaining weight and stopped feeling full. At time of explant, blue dye was injected into band to confirm leak. Replaced with allergan ap small.

Manufacturer narrative:
(B)(4). Foldline tear. The straight band/balloon was returned for evaluation. Upon visual inspection, it was observed that three (3) fold lines were present on the balloon. A tear was observed on the balloon, this tear is 4mm in length and localized on the second fold line. It was noted that the buckle from the band was cut and not returned. Upon microscopic evaluation of the tear, it would be suggested that the tear was linked to a general deterioration of the balloon over time. A leak test was performed with a unsuccessful result, leak was found where the tear was observed. A device history record (DHR) review was performed on the subassembly, and no discrepancies were recorded during the manufacturing process. Our investigations concluded that the device was manufactured to specifications and met all release criteria.